Event description:
It was reported that the patient experienced pain and inadequate stimulation. The patient underwent a revision procedure wherein the old ipg was replaced and two linear leads were added. The patient was doing well post-operatively and the explanted ipg was discarded.